Manufacturer narrative:
Implant failed due to part not retained on mating part additional information provided the outcome of loss of osseointegration.

Event description:
Implant failed due to part not retained on mating part additional information provided the outcome of loss of osseointegration.

Event description:
Implant failed due to part not retained on mating part.